Manufacturer narrative:
Device is a combination product (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found proximal stent damage with struts on the first two rows lifted distally from the stent profile. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks across the length of the shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 14june2016. It was reported that crossing difficulties were encountered. The 99% stenosed target lesion was located in the severely tortuous and severely calcified distal left circumflex artery. After a guidewire crossed the lesion, a 3.00x38 synergy¿ stent was advanced but failed to cross the lesion despite of several attempts were made. The procedure was completed using a non-bsc stent. No patient complications were reported and the patient's status was good . However, returned device analysis revealed proximal stent damage.